Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing grommet and a missing set screw.

Event description:
It was reported that during procedure a competitive right ventricular (rv) lead was unable to connect into the device properly. The measurements showed sensing and pacing problems and when the physician pushed the rv lead into the header to exclude a connection issue the setscrew was wedged and not rotatable. The physician removed the lead from the header which pulled the setscrew out of the grommet. The device was replaced with the patient's old implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.